Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that right before an unspecified veterinary orthopedic surgery on a canine, it was observed that the small battery drive device was dead and not working. As a result, there was a forty five minute delay to the surgical procedure. An identical spare device was available for use and was used to successfully complete the surgery. There was no human patient involvement was this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn electrical components from immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.